Event description:
It was reported that deployment issue and stent damage occurred. The target lesion was located in the right coronary artery (rca). A non-bsc guide catheter and wire were advanced. A 3.5x16mm promus premier¿ stent was advanced; however, the device was too far distal and missed the ostial lesion about 2mm. Another 4.00x8mm promus premier¿ stent was then selected and implanted; however, it was too proximal. Post dilatation was performed with a 4.0x9 nc quantum balloon catheter and was inflated at a high pressure. A non-bsc ivus system was used and advanced into the 3.5x16mm promus premier¿ stent. The stent appeared to be deformed or fractured and the stent was hanging out in the aorta and out of the rca. The stent was flopping around a little bit and was damaged. Ivus was removed. The physician tried to advance and inflate another balloon catheter to drag the stent into the rca but failed. It was noted that half of the stent is more hanging outside the artery into the aorta. The stent was left implanted in a non ideal location inside the patient¿s body and the procedure was completed. Angiography was performed and revealed that there were no struts hanging. The stent was in the middle of the lumen and appeared to be cylindrical. However, it was noted that the stent appeared to be deformed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).